Event description:
Pt can place nurse call response not heard at expected location. No injury alleged by account.

Manufacturer narrative:
Tech found the bed in medsurg room. Found: comm cable not secured to nurse call pc board, allowing pt to place nurse call, but response not heard at expected location. Connector was physically broken. Replaced nurse call pc board and attached cable to resolve this issue.